Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 77 and blood glucose was 41 mg/dl. Troubleshooting was performed and customer declined calibration reviews and techniques. Insulin pump will not be returned for failure analysis.